Manufacturer narrative:
Manufacturer site: the device was manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201. Mountain home ar 72653. United states. Baxter healthcare - dominican republic carretera sanchez km 18.5. Parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location; further described as ¿the liquid coming out of the cassette¿. The patient was not connected. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.